Manufacturer narrative:
The full patient identifier is (B)(6). The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter field service engineer (fse) dispatched to the customer's site inspected and repaired the instrument. After the service activities were performed, system check passed within specifications and quality control recovered within expected values. In conclusion, there is sufficient evidence to suggest the cause of the elevated access hstni result is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. The primary failure mode could not be identified as multiple parts were replaced.

Event description:
On (B)(6) 2020 the customer reported obtaining false elevated high sensitivity troponin I (access hstni) results for four patients involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)) since the (B)(6) 2020. One patient was given acute coronary syndromes (acs) therapy due to one false elevated hstni result. Specific details were requested but not provided for the acs therapy given. Any additional impact or change to patient treatment has not been specified in this event. On (B)(6) 2020, the initial result for this patient of 444.7 ng/l was released from the laboratory. Upon repeat the day after, the result was 36.6 ng/l. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse performed pm (preventative maintenance). Belts, mixers, clips, pulleys and aspirate probes and main pipettor were replaced. Wash wheel had heavy wash buffer residue. Engineer found a leak from wash tower solenoid. Engineer performed passing system check. However, customer indicated they received an additional elevated hstni result (data not provided). The fse came back on (B)(6) 2020 and found bubbles in dispense probe 1. Engineer also found cracks in valve assembly block which may contribute to air leaking into the dispense lines. Engineer replaced valve block assembly and transducer. Engineer primed system with no bubbles. System check passed on 27may2020 and verified qc is much closer to the regional mean. Sample tube collection type was a bd pst 2 ml. The customer reported that the sample was centrifuged for 5 minutes in statspin at 5000 rpm. Sample was aliquoted into a 1 ml insert for testing. There was no report of sample integrity issues, the sample was clean. No further sample information was provided.